Manufacturer narrative:
Based on the received medical records it was determined that devices involved in the reported event are depuy product, not a stryker product.

Event description:
Patient's husband called stryker and stated that his wife has both of her knees replaced with stryker implants. He stated his wife is in extreme pain and that the surgeon will not revise because surgeon stated that the knee components are allegedly faulty. This report is for the left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient's husband called stryker and stated that his wife has both of her knees replaced with stryker implants. He stated his wife is in extreme pain and that the surgeon will not revise because surgeon stated that the knee components are allegedly faulty. This report is for the left knee.